Event description:
A nurse was preparing to administer methotrexate im to a patient. When she received the medication syringe, the medication was in front of plunger as expected. The total dose had been divided between 2 syringes. The first syringe was administered without incident. The nurse stated that while giving the 2nd syringe, she felt resistance upon applying pressure to the plunger. She then noticed that the medication was behind the plunger of the syringe.